Event description:
IV was set up with primary tubing and extension set with filter. The nurse noticed that peripheral parenteral nutrition (ppn) was leaking on the floor. The filter on the tubing was cracked.